Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a contaminated condition. The instrument exhibits no outward damages or defects. Investigation: first we made a visual inspection of the jaw. Except for the soil, we found no abnormalities like burned or charred peak. Then we checked the mechanical function. The clamping and cutting function worked well. In the next step we connected the instrument to a generator and checked electrical functions: activation with open jaw, activation with wet tissue, activation with closed jaw, and activation with tin-foil in jaw had good results. In the next step we checked function and resistance of the system. We cleaned the jaw with hydrogen peroxide, then hooked it to a module box and measured voltage drop, to calculate the real resistance on load operation. The results were within specifications. Next with a clearance gauge, we checked between upper and lower jaw; the values were within specifications. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There were no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage and /or patient related. Rationale: because the system is validated, and the complained instrument is without any deviation to the function relevant parameters, the most likely root cause is stated above. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage), blood clotting disorder (patient), clotting before the end of sealing cycle signal (usage), or choice of the wrong parameter.

Event description:
It was reported that there was an issue with the seal and cut instrument caiman disp.instr.non articul.d5/440 mm. The instrument did not coagulate properly during use. Another device was used instead. There was no patient harm reported. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4).